Event description:
Literature article entitled: ¿comparison of different methods of femoral reconstruction in the treatment of unstable intertrochanteric fractures in the elderly with biotype lengthened stem hip arthroplasty¿, by deng yu, et. Al., published in chinese journal of tissue engineering research oi:10.3969/j.issn .2095-4344.1120 orcid: 0000-0003-3144-1995 (deng yu), was reviewed. The study compared 52 patients in two groups, presenting with unstable intertrochanteric hip fracture. Group a (25 patients) were treated with long non-cemented femoral stems and a tension band wiring bundle reconstruction of the proximal femur. Group b (27 patients) was treated with long non-cemented femoral stems and a stainless-steel wire and non-absorbable suture bundle reconstruction of the proximal femur. An unspecified number of johnson & johnson 8¿ solution stems were utilized, or competitor brand stems were, depending on the patient¿s needs. Competitor brand kirschner wires and stainless-steel wire were utilized in the group a tension band constructs, and j&j no. 5 non-absorbable polyester suture and competitor brand stainless-steel wire were utilized in the group b wire & suture constructs. No specific product details apart from what has already been noted were provided, such as femoral head information, acetabular construct information, and patient specific information, such as case numbers or age/gender specifics per patient. Results found that there were significantly more complications associated with the tension band solution than the wire & suture solution. In group a, the incidence rate of postoperative complications was 32% (8/25), and the incidence rate of internal fixation loosening was 16% (4/25); in group b, the incidence rate of postoperative complications was 7% (2/27), and no internal fixation loosening occurred. Number of complications identified per group were: group a 1: wound infection. 1: pulmonary or urinary tract infection. 4: tension band internal fixation loosening and fracture (competitor devices). 2: deep vein thrombosis. Group b: 1: pulmonary or urinary tract infection. 1: deep vein thrombosis.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.